Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and significant shallowing of the ac. The lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event is other. Reportedly, the initial lens was implanted vertically.

Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative:. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).